Event description:
It was reported that the stimulator was removed because it malfunctioned. There were no patient symptoms reported. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # l69130a, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient. (B)(4).